Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 241 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer was unsure of the suspected cause of bg level; however, believes it may be related to stress. The customer declined system check with tandem technical support, and confirmed healthcare provider would be consulted if additional assistance is needed.